Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified and moderately tortuous iliac artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. The balloon was first inflated at 6 atmospheres. During the second inflation, it was noted that the balloon ruptured at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).